Event description:
The customer returned the targeting device because the theatre personnel has the suspicion that the device is contorted. No further information is reported.

Manufacturer narrative:
Na